Manufacturer narrative:
The manufacturing site has been corrected. Please use 2640128-2015-00016 for the manufacturing report number to reference this event.

Event description:
It was reported by a business partner that a patient was diagnosed with an ulcer. The patient went to their ecp for complaints of burning, irritation, and mucous discharge. The ecp diagnosed the patient with a corneal ulcer with iritis (os). The following medications were prescribed: vigamox, durezol, and polymyxin b sulfate, and tobramycin. The patient has temporarily discontinued lens wear.